Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Was there was any deficiencies with the prolene sutures (e.g. Suture breakage, loosening) or if it contributed/caused the reported observation of "wound was still open" at post-op day 5? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: acta medica mediterranea, 2018, 34: 423. (B)(4).

Event description:
It was reported via journal article title: unusual complication in thyroid surgery. Case report and literature review. Author(s): nicola tartaglia, roberta iadarola, alessandra di lascia, alberto fersini, antonioambrosi. Citation: acta medica mediterranea, 2018, 34: 423; doi: 10.19193/0393-6384_2018_2_66. The authors presented a case of a patient who experienced tracheal perforation during thyroid surgery. From 2006 to 2017, about 2150 total thyroidectomies were performed and a single case of tracheal injury was reported. This patient is a (B)(6) female who underwent elective total thyroidectomy. During the procedure, enseal bipolar device was used for right gruber ligament and immediately after, a thermal damage was found to the anterior-lateral surface of the trachea (I/ii tracheal ring). The tracheal injury was repaired primarily using prolene 3/0 sutures. A muscle flap was used for reinforcement and a suction drains were left at the surgical site. In postoperative day v, the patient underwent bronchoscopy and subsequent tracheostomy because the wound was still open. In postoperative day vii, the patient was readmitted with tracheostomy in spontaneously breathibnbg and with good cardio-pulmonary parameters. The patient was diagnosed with adduction vocal cord paralysis for which she started phonation and swallowing training. In this case, the patient complication was associated with the device used. The use of device like diathermy can be dangerous for tracheal lesion. Tracheal perforation is generally not considered a complication as such, but rather a technical occurrence during surgery that requires expeditious attention.